Event description:
It was reported that a revision surgery was performed because the patient apparently had a staple in the tibia which was in contact with the baseplate of the implant resulting in metallosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported also that loosening was present on tibial side of total knee.